Event description:
The physician reported that during the procedure, when the 5max ace reperfusion catheter was introduced into the neuron max 088 system, leaking of saline from the continuous flush system was observed at the hub of the catheter. The physician withdrew the catheter from the patient. While prepping the second catheter, leaking of saline was again observed. A third catheter was prepped and when introduced, leaking was also observed. Upon removal of the catheter, the catheter started to fragment and separate close to where the leaking was initially noted. The physician completed the procedure with a 5max catheter without further incident.

Manufacturer narrative:
Result: all units appeared to be kinked approximately 2.5 cm to 3.5 cm from the hub. Conclusion: the device was returned for analysis and has been evaluated which confirmed the reported event. The complaint indicates that the 5maxace catheters were leaking at the hub during preparation or after insertion into the patient. Damage to the velocity microcatheter was not described in the complaint; however, the catheter returned with similar damage to the 5maxace catheters. After evaluating the products, it appears that all units were kinked or fractured near the hub in spiral cut section of the strain relief. This damage was likely caused due to improper removal of the device from the packaging. If the catheters are not removed carefully from the packaging, damage at the strain relief may occur causing the catheter to kink and potentially break. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00478 and 3005168196-2013-00480.